Manufacturer narrative:
Additional information: account reported that during visit patient complained of blurry vision, cornea cloudy and pain. Patient codes added (B)(4). Patient code (B)(4). Manufacturing date provided by manufacturing site as 4/5/2017.

Manufacturer narrative:
(B)(6). Manufacturing date - year 2017. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Tt was reported that patient had arcuate incision procedure and presented post op with corneal erosion. The corneal erosion relapsed at the end of last year and infection developed. It was mentioned that hospitalization was resumed. Surgeon is going to perform a photorefractive keratectomy once patient situation resolves.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.